Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention due to a dislodgement. The physician felt that a longer lead would benefit the patient, therefore, a new lead was implanted at the same surgical intervention. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.